Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she received no delivery alarms during basal rates. The customer was not receiving insulin due to the no delivery alarms and caused her blood glucose level to go up. The customer went to the emergency room on (B)(6) 2016 due to a high blood glucose level of 600 mg/dl. She experienced a diabetic ketoacidosis. The customer was wearing the insulin pump at the time of hospitalization. The no delivery alarm was resolved with a complete set change. The insulin pump alarmed no delivery while troubleshooting. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement accuracy test.

Manufacturer narrative:
The insulin pump passed functional tests including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No unexpected no delivery alarm noted during testing. The insulin pump was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. The insulin pump had a cracked case at display window corner and minor scratched lcd window.